Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following an initial knee arthroplasty, the provisional was placed into a pan for sterilization. A heavy pan was placed on top of it causing the provisional to fractured into three pieces. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Examination of the returned part determined that returned tasp exhibits signs of repeated use and a fracture on the left side of the post feature. Gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies were found. Root cause can be determined as operational context as a heavy pan was placed on top of the device. Per instrument/provisional use care and sterilization it states; "do not stack heavy items on top of any sterilization cases made from plastic. The resulting deformation can cause cracking of the plastic material." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.